Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were discarded.the other device involved in the event is:model: sfr2-4-20 / lot: 9817451, dom: (B)(6) 2013, exp: 16 oct 2015.(B)(4).

Event description:
Information received from the swift prime clinical trial, subject (B)(4). The patient was randomized to IV tpa (tissue plasminogen activator) and solitaire fr. On (B)(6) 2014, the patient underwent mechanical thrombectomy involving two solitaires and the patient was reported to have an adverse event of right m2 mca (middle cerebral vasospasm. It was reported that the one of the solitaire devices was used for three passes instead of two. A 5mg of verapamil was infused into this segment as it was believed the occluded segment may have contributed to the vasospasm. The vasospasm resolved on the same day.